Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received. Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation as the healthcare facility advised it was discarded. Our investigation is therefore based on the photographs and information provided by the healthcare facility and our knowledge of the product. Results: review of the photographs confirmed presence of a small hole in the base of the mr290 humidification chamber. White residue is visible next to the hole and on the chamber base, indicating a foreign substance was present in the chamber. Conclusion: without the return of the device, we are unable to confirm the cause of the observed hole. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in the united kingdom reported that an mr290v vented autofeed humidification chamber, provided as a part of an rt380 adult dual heated evaqua2 breathing circuit, was leaking water during patient use. The healthcare facility also identified a small hole at the base of the chamber. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: lot number and UDI details were not received. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that an mr290v vented autofeed humidification chamber, provided as a part of an rt380 adult dual heated evaqua2 breathing circuit, was leaking water during patient use. The healthcare facility also identified a small hole at the base of the chamber. There was no reported patient consequence.